Event description:
It was reported that the ambulance was involved in an ambulance accident while transporting a patient. A crew member in the back was injured when they slid forward and hit the left side of the cot breaking the flip up side rail. The patient complained of neck and hand pain. The device did not malfunction causing this event. This event is being reported as a result of the user injuries that occurred as a result of coming in contact with the device during the accident event.